Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was during the night the patient felt a tingling that woke them up. Patient was also sitting still in the dining room and it ran through their leg when the pt was not moving at all and the more it went the sharper it got. Patient noted they could move wrong and sometimes they felt a sharp shock and sometimes it was like a tingle and it got more intensified. The patient was redirected to their healthcare provider to further address the issue.